Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the receiver (str-kd-blu/(B)(4)), that was being used with the sensor during the reported event of inaccurate blood glucose levels was returned on 06/21/2014. Evaluation of the returned receiver did not confirm the reported event.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracies compared to blood glucose meter on (B)(6) 2014. Dexcom has issued an rga for patient to return her device to be investigated. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.